Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced repeated insulin flow obstruction alarms due to bent cannulas, with events occurring on (B)(6) 2026.the patient also reported a high blood glucose value of 223 mg/dl and a hospitalization for diabetic ketoacidosis (dka). Bent cannulas were observed after about one day of use, and the affected infusion set were replaced. No further information available.